Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an increase in capture thresholds due to suspected micro-dislodgement. The patient will be monitored closely, no intervention has been done.